Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
The customer reported the ventilator became inoperable. Patient involvement information was not provided by the customer.

Manufacturer narrative:
(B)(4). The repair was completed by a third party service provider. Covidien was not authorized to evaluate and service the device.